Manufacturer narrative:
The reported damaged device is en-route to conmed for evaluation. A supplemental report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
A customer reported during a rotator cuff repair procedure, the lower jaw of this spectrum autopass suture passer detached and was retrieved from the patient. This device malfunction contributed to a 5-minute surgical delay, did not cause patient harm/injury, and the procedure was completed with the use of an alternative device. Additionally, the customer stated this reuseable device has been in use at the facility for approximately 2-years. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported used/damaged device was returned to conmed for evaluation. Visual inspection verified the complaint; the lower jaw was broken off. No additional damage was found on the device. It is possible this damage occurred during non-surgical handling to initiate the critical weakness in the lower jaw. Serialized service history was reviewed and no prior service has been performed on this reusable device. (B)(4). A risk analysis was performed and deemed acceptable. The instructions for use advise of the following. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Clean and sterilize before each use following the "cleaning and sterilization guidelines for the suture passer" on page 2. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. This incident type will continue to be monitored through the complaint system to assure patient safety.